Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Event date unknown. Initial reporter is j&j company representative. Investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the mis ti cfx fen poly 6x45 is bent from the threaded shaft. The threads of the screw are also stripped. Additionally due to this deformity, the shaft cracked. The threads are press printed in the plastic bag, showing that the device was pressed inside the bag. Based on this evidence the damage can be traced to the handling of the device during transportation or storage. A dimensional inspection was not performed for the mis ti cfx fen poly 6x45 due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the mis ti cfx fen poly 6x45 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Device history: a manufacturing record evaluation was performed for the finished device. Product code: 186727645. Lot number: 358330. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 23/11/2022. Qty: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in poland as follows: it was reported the customer received a damaged implant. Distribution center confirmed that nothing happened in shipping or in distribution center. No patient involvement. It is unknown when damage occurred. This is report 1 of 1 for (B)(4). This report is for mis ti cfx fen poly 6x45.